Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician threw the first leg of the uphold mesh assembly into the sacrospinous ligament, but when the capio device was removed from the patient, it was noticed that the needle had not been captured by the capio cage. The needle had not detached from the suture but was lodged within the patient's ligament. The physician attempted to remove the mesh leg from the ligament but resistance was encountered, so "excessive force" was applied, but the needle detached from the lead suture and remained lodged in the patient's tissue and was not retrieved. The physician tied a stand-alone capio suture to the mesh leg to implant it in the tissue. The procedure was completed with this device, without further complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.